Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2010 and mesh was used. The patient experienced pain, pain and numbness in her legs, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 10/13/2013.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse, stress urinary incontinence, paravaginal defects, rectocele and cystourethrocele. It was reported that post implantation the patient experienced pain, extrusion, infection, bleeding, vaginal scarring and urinary, bowel and neuromuscular problems. It was reported that due to severe pain, urinary retention, bladder neck obstruction, pudendal neuralgia and neuropathy patient underwent revision of the colpopexy, paravaginal repair, posterior repair, perineoplasty and sling removal on (B)(6) 2010. Patient had additional repair/revision on (B)(6) 2011 due to retention and pain. (B)(4). Urinary/bowel problems; neuromuscular problems; pudendal neuralgia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.